Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following   during the device evaluation, a reportable event of a video socket failure was identified. The bent pins caused the video socket to fail.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the connector pins were confirmed to be bent. Additionally the front panel cover, top panel cover, and front panel chassis have poor appearances. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that connector pins inside the visera elite ii video system center were bent. Reportedly, the unit was discovered outside of the operating room. There were no reports of patient harm or injury.